Event description:
On 5/11/95, a 61-yr-old female who had some 30 years prior undergone augmentation mammoplasty, presented to medical ctr diagnosed with ruptured bilateral breast implants. She underwent surgery for removal of bilateral ruptured silicone implants. The pt was discharged in stable condition.